Event description:
The pt came to the consultation with the implant in the hand. The implant was installed in pt's intraoral region #19 and on month later was seen its osseointegration. Pt presented low bone quality.